Event description:
A report was received that the patient was unable to charge ipg out of hibernation. The patient will undergo revision procedure wherein ipg will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg.

Event description:
A report was received that the patient was unable to charge ipg out of hibernation. The patient will undergo revision procedure wherein ipg will be replaced.